Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that he is having problems with his transmitter. He put it on the charger and he gets a red flashing light. He first saw the red light yesterday. His blood glucose at the time was unknown. When he puts his transmitter on the charger he is getting a red light. Customer reported a high blood glucose of over 500mg/dl the day prior. He stated that his current blood glucose was unknown. No treatment info was gathered at the time of the call. The insulin pump will not be returned for analysis.